Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, a battery exchange was performed. After that the switch was turned on again, but the pacing did not start. The epg was replaced for another device and returned to the manufacturer for servicing. The patient had an intrinsic heartbeat and the patient did not have any health hazards.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. (B)(4).